Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected in the cheeks and jawline with 1ml of juvéderm® volux¿ and 1ml of juvéderm® voluma¿ with lidocaine. After a year, patient felt that there were lumps in the injection areas. An ultrasound performed and patient were told they had lumps and a granuloma at the injection areas. Treatment has not been provided and symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00095 (allergan complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.